Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-19356. It was reported the patient experienced uncomfortable stimulation and loss of effective stimulation. The physician explanted and replaced the leads. The patient received effective stimulation coverage postoperative. Note the patient received 3 leads from two lots as part of the scs system.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.